Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the pump had a battery issue and the internal battery discharged. It was stated that the deficiency could have caused severe hyperglycemia or even diabetic ketoacidosis. Customer had repeated power error detected alarms. Customer stated that the first alarm was displayed on (B)(6) 2014, but the pump continued delivering basal. Customer noticed the alarm when she woke up. Customer replaced the battery with a new energizer aa alkaline battery, but after a couple hours, the same alarm appeared. Customer stated that the alarm recurs every few hours during normal use. Customer was advised to contact their health care professional per instructions. It was explained that the internal power source in the pump is unable to charge. Pump is operating on the battery only. No further assistance needed.